Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb, hard disk drive and cpu assembly were evaluated and replaced. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system froze and locked up during cine playback. No patient serious injury or death was reported related to this event.